Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 720 mg/dl. The customer attempted to self-treat with a correction bolus via the pump, but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024.